Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. As the slda was not identified until one-month post procedure, it is possible that there were patient conditions which resulted in increased tension on the implanted clip, affecting leaflet insertion in the clip and contributing to the reported slda; however, this cannot be confirmed. The reported patient effect of worsening mr appears to be a result of procedural conditions and likely due to the slda. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment and increased mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to <1. On (B)(6) 2017, during a follow up echocardiogram, it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. No further treatment has been performed and the patient is currently in stable condition. No additional information was provided.